Manufacturer narrative:
The autopulse platform (B)(6) failed the load cell characteristic test during zoll evaluation. The root cause for the observed failure was a failed load cell module #2, likely attributed to a failed component or mishandling such as a drop. During visual inspection, torn/holed load cell cover was observed on the autopulse platform, likely due to mishandling. The load cell cover was replaced to address this damaged issue. The autopulse platform failed the initial functional testing due to the "fault code 27 (encoder fault (> 3000 rpm)" error message displayed upon powering up the device. The root cause of the fault code 27 error message was the encoder drive shaft does not rotate smoothly, and exhibited binding and resistance. The sticky driveshaft clutch area, which is usually caused by sharp edges from all 12-hex edges of the armature plate or due to burrs on the clutch rotor's surface. The clutch plate was deburred to remedy the fault code 27 error message. Further testing, the autopulse platform failed the load cell characterization test as the load cells module exceeded normal parameters. The defective load cell module #2 was replaced to address the observed failure. Following service, another load cell characterization test was performed and confirmed that both cell modules were functioning within the specification. The autopulse platform was subjected to a final run-in test using the 95% large resuscitation test fixture (lrtf) with known good test batteries until discharged without any fault or error. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaint reported for the autopulse platform with (B)(6).

Event description:
During the preventative maintenance (pm) on (B)(6), 2023, the autopulse platform (B)(6) failed the load cell characteristics test and resulted in a load cell module 2 failure (over-reporting). No patient involvement.